Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10242. The pt received an scs sys which included 3 leads (2 from a different lot). It was reported the pt had leads repositioned to obtain better pain coverage. F/u info revealed that the pt had effective stimulation and was satisfied with the coverage post-operatively.